Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that got an infection and in pain and the aligners scraping their gums. Patient reported that they have tried all remedies. They can't wear the aligners due to so much pain. Provided patient with general ortho discomfort information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.